Manufacturer narrative:
Device evaluation: "device photographs for the device related to the reported events of visibility/palpability, capsular contracture, crease/folding of implant, cyst, rupture, wrinkling, lymphadenopathy, seroma-late, other-medical - ndr were reviewed on mar 22, 2021. The photographs received of the device are unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported for left side "rupture", "simple interlinear cyst", "capsular contracture grade unknown", "inflammatory-looking left axillary nodes", "fibrocystic changes in both breasts". The device remains implanted. Healthcare professional reported "loss of consistency and deformity of the breast", "pain", "MRI suggesting device break caused by rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and lymphadenopathy.

Event description:
Healthcare professional reported for left side "rupture", "simple interlinear cyst", "capsular contracture grade unknown", "inflammatory-looking left axillary nodes", "fibrocystic changes in both breasts". The device remains implanted. Healthcare professional reported "loss of consistency and deformity of the breast", "pain", "MRI suggesting device break caused by rupture".

Event description:
Healthcare professional reported "left with greater volume and greater ptosis", "the implant is in front and below the gland, there is a narrower base with a constrictive ring, as if it were tuberous". Reactive arterial hypertension treated with nifidipine, alzolopram, temisartan, hydrochlorothiazide.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported for left side "rupture", "simple interlinear cyst", "capsular contracture grade IV", "inflammatory-looking left axillary nodes", "fibrocystic changes in both breasts", "loss of consistency and deformity of the breast", "pain", "MRI suggesting device break caused by rupture". Healthcare professional reported "left with greater volume and greater ptosis", "the implant is in front and below the gland, there is a narrower base with a constrictive ring, as if it were tuberous", "rippling", "minimum peri-prosthetic fluid", "greater difficulty in the extraction of the left implant; a thick capsule strongly adhered to the implant", "deep folds". The event "reactive arterial hypertension treated with nifedipine, alzolopram, telmisartan, hydrochlorothiazide" is not related to the device. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.